Manufacturer narrative:
Concomitant product: product ID 8711, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that the patient had increased spasticity despite many rate increases. The last ¿few¿ refills, the healthcare provider (hcp) would reportedly withdraw 10ml, when they were expecting approximately 3ml in the reservoir. This was also reported as ¿discrepancies were noted at the last few refills¿; and the pump was suspect ¿because the actual volume was more than the expected volume.¿ there was suspicion that the patient was not receiving adequate dosing. The system was explored on (B)(6) 2014, and after disconnecting the catheter from the pump there was spontaneous backflow of csf (cerebral spinal fluid); was deemed ¿obviously patent¿ and was left in place, and the pump was replaced. The pump was used to infuse gablofen at the time of the event; however, in the operating room, the pump was filled with lioresal; the dose was reduced, and the patient was admitted for observation. The reporter noted that the expected and actual reservoir volume was not checked in the operating room. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump found no anomaly.